Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision. The iol was exchanged for another lens two months following the initial implant procedure. The clinical reason given for the explant was unacceptable post op refractive error. Additional information has been requested.